Event description:
Ous MDR - it was reported to us that this pt's cardio report was not being rec'd by the hospital. It was determined that the cardiomessenger was working appropriately after the pt rec'd a visit at their home and a test message was sent. When the hospital did not receive the test message, they determined that this lumax was unable to transmit messages. A ram dump was provided to (B)(4) for their analysis. Device still remains actively implanted and there have been no adverse pt effects reported.

Manufacturer narrative:
Ous MDR - the device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process which might be related to the clinical observation. The returned device data have been analyzed. With regard to the issues as mentioned in the complaint description, the analysis did not show any conspicuities. Based on our info, the biotronik technical service hotline was contacted. It was recommended to perform a software reset to restart the home monitoring service. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg. With regard to the clinical observation and analysis of the returned device data did not show any conspicuities. Device is unable to transmit home monitoring message, with no surgical intervention.